Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9733763, software version: (B)(4). No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system became unresponsive when pulling an exam from pacs. The site was successfully able to go into the cranial software and click patient before the system became unresponsive with a blue medtronic screen. Rebooting the system resolved the issue. There was no patient involvement.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.